Manufacturer narrative:
(B)(4). If there is any additional information received from the customer, a follow-up report will be submitted. (B)(4). Carefusion's failure analysis lab received the suspected device and evaluated the device for the reported issues. The customer's reported complaint was verified. The root cause for "not getting any flow out of the flowmeters" was determined to be from a bent turbine, making it not get any flow from the unit. The turbine was replaced. The "error 50" was due to an oxygen sensor out of calibration and that was recalibrated. Testing was performed and the unit now meets service specifications.

Event description:
The customer reported that while using the mrk3 plus infant flow sipap, they received an e50 error message and that they were not getting any flow out of the flowmeters. This was discovered during calibrations, so there is no patient involvement.